Event description:
A report that the pt's precision system was explanted due to an infection was received. The pt is reportedly doing well following the explant.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further eval as they were discarded by the medical facility.